Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber reportedly "would not turn and ended up end-firing". The fiber was replaced and the procedure completed using a second surgical fiber. It was reported that the "patient was happy with outcome" - there was no injury reported.